Event description:
Reportable based on analysis completed on (B)(6) 2010. It was reported that during a coronary drug-eluting stenting treatment procedure, the device was unable to cross the lesion. The physician was attempting to treat a 95% stenosed lesion located in the moderately tortuous and severely calcified left anterior descending (lad) artery with a 3.00x32mm taxus liberte. However, the stent delivery system (sds) was unable to cross the lesion. The procedure was completed with another 3.00x32mm taxus liberte stent. There were no reported patient complications. The patient status is listed as "good". However, returned device analysis revealed stent damage and the stent moved on the balloon.

Manufacturer narrative:
(B)(4): a visual and microscopic examination of the returned device identified proximal stent damage. Stent struts on rows one and two were raised distally. Further examination identified that the stent moved distally on the balloon approximately 2mm from the distal edge of the proximal markerband. No kinks or damage were noticed along the shaft of the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)